Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that did not come to an end") and intestinal perforation ("intestine perforation") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy that did not come to an end". In 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), allergy to metals ("nickel hypersensitivity"), premature menopause ("anticipated menopause"), ulcer ("ulcer"), muscle spasms ("seizing hands"), fatigue ("chronic tiredness"), pain ("generalized pain at the body"), abdominal pain ("abdominalgia"), abdominal distension ("abdominal swelling"), dyspareunia ("sexual dyspareunia"), menstruation irregular ("irregular menstrual period"), cystitis ("repeating cystitis"), intestinal ulcer ("two intestinal ulcers"), intestinal perforation (seriousness criteria disability, medically significant and intervention required) and unevaluable event ("esthetic damage nos"). The patient was treated with surgery (essure was removed and essure removal). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, swelling, metrorrhagia, allergy to metals, premature menopause, muscle spasms, fatigue, pain, abdominal pain, abdominal distension, dyspareunia, menstruation irregular, cystitis, intestinal ulcer, intestinal perforation and unevaluable event outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, allergy to metals, cystitis, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, intestinal perforation, intestinal ulcer, menstruation irregular, metrorrhagia, muscle spasms, pain, pelvic pain, premature menopause, swelling, ulcer and unevaluable event to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that did not come to an end") and intestinal perforation ("intestine perforation") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy that did not come to an end". In 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), allergy to metals ("nickel hypersensitivity"), premature menopause ("anticipated menopause"), ulcer ("ulcer"), muscle spasms ("seizing hands"), fatigue ("chronic tiredness"), pain ("generalized pain at the body"), abdominal pain ("abdominalgia"), abdominal distension ("abdominal swelling"), dyspareunia ("sexual dyspareunia"), menstruation irregular ("irregular menstrual period"), cystitis ("repeating cystitis"), intestinal ulcer ("two intestinal ulcers"), intestinal perforation (seriousness criteria disability, medically significant and intervention required) and unevaluable event ("esthetic damage"). The patient was treated with surgery (essure was removed and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, metrorrhagia, allergy to metals, premature menopause, muscle spasms, fatigue, pain, abdominal pain, abdominal distension, dyspareunia, menstruation irregular, cystitis, intestinal ulcer and intestinal perforation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, allergy to metals, cystitis, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, intestinal perforation, intestinal ulcer, menstruation irregular, metrorrhagia, muscle spasms, pain, pelvic pain, premature menopause, swelling, ulcer and unevaluable event to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.